Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("three fragments of coiled gray metallic wire"), pelvic pain ("pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), crohn's disease ("autoimmune disorder ¿ crohn¿s") and systemic lupus erythematosus ("lupus") in a 41-year-old female patient who had essure (batch no: 374117-inv , 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included tension-free vaginal tape sling, spontaneous abortion, cesarean section on (B)(6) 2008 and miscarriage on (B)(6) 2009. On (B)(6) 2015, three fragments of coiled gray metallic wire and white thread grossly consistent with e-sure device. Previously administered products included for an unreported indication: pentasa on (B)(6) 2014, entocort on (B)(6) 2014, lortab on (B)(6) 2009 and imuran. Concurrent conditions included body mass index normal. Concomitant products included since 1997, adalimumab (humira), budesonide (entocort), cyanocobalamin, hydrocodone bitartrate;paracetamol (lortab), infliximab (remicade), ketorolac tromethamine (toradol), mesalazine (pentasa), methylphenidate hydrochloride (concerta) since 2017, naltrexone since on (B)(6) 2015 and thyroid (armour thyroid) since 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue / tiredness") and nausea ("nausea"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), 4 months 11 days after insertion of essure. On (B)(6) 2010, the patient experienced crohn's disease (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced noninfective gingivitis ("dental problems (inflammation of gums)") and gingival bleeding ("dental problems:bleeding gum"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition"), eye inflammation ("vision/eye problems ¿ eye inflammation"), asthenia ("feel like no energy"), arthritis ("arthritis"), endometriosis ("pelvic endometriosis"), thyroid disorder ("thyroid issue"), toothache ("teeth pain") and arthralgia ("joints-hands-wrist-knee"). The patient was treated with surgery (ablation on (B)(6) 2010 and bilateral salpingectomy to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, menorrhagia, systemic lupus erythematosus, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, vaginal haemorrhage, gingival bleeding, gastrointestinal disorder, dyspepsia, nausea, vaginal discharge, eye inflammation, weight increased, asthenia, arthritis, endometriosis and thyroid disorder outcome was unknown, the crohn's disease and arthralgia was resolving and the noninfective gingivitis and toothache had resolved. The reporter considered abdominal pain, arthralgia, arthritis, asthenia, crohn's disease, device breakage, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, eye inflammation, fatigue, gastrointestinal disorder, gingival bleeding, menorrhagia, nausea, noninfective gingivitis, pelvic pain, systemic lupus erythematosus, thyroid disorder, toothache, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 181 lbs. On removal ,the essure devices were in their normal position bilaterally. The tubes, ovaries and uterus were normal. She did have an area of endometriosis along the left uterosacral ligament. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Ultrasound scan: on (B)(6) 2010: results: right and left essure coils are visualized.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: excessive or frequent menstruation. Batch number: 374117 is invalid. Lot number: 674117, manufacture date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2019: quality safety evaluation of ptc. Event device breakage added from follow up version 1.1. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), crohn's disease ("autoimmune disorder ¿ crohn¿s") and systemic lupus erythematosus ("lupus") in a 41-year-old female patient who had essure (batch no. 374117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tension-free vaginal tape sling. Concurrent conditions included body mass index normal. Concomitant products included adalimumab (humira), budesonide (entocort), cyanocobalamin, infliximab (remicade), ketorolac tromethamine (toradol), mesalazine (pentasa) and vicodin (lortab). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 4 months 11 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and nausea ("nausea"). In 2013, the patient experienced noninfective gingivitis ("dental problems (inflammation of gums)") and gingival bleeding ("dental problems:bleeding gum"). On (B)(6) 2013, the patient experienced crohn's disease (seriousness criterion medically significant). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition"), vaginal discharge ("vaginal discharge"), eye inflammation ("vision/eye problems ¿ eye inflammation"), weight increased ("weight gain"), asthenia ("feel like no energy"), arthritis ("arthritis"), endometriosis ("pelvic endometriosis"), thyroid disorder ("thyroid issue"), toothache ("teeth pain") and arthralgia ("joints-hands-wrist-knee"). The patient was treated with surgery (bilateral salpingectomy to remove essure device) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, systemic lupus erythematosus, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, vaginal haemorrhage, gingival bleeding, gastrointestinal disorder, dyspepsia, nausea, vaginal discharge, eye inflammation, weight increased, asthenia, arthritis, endometriosis, thyroid disorder and toothache outcome was unknown, the crohn's disease and arthralgia was resolving and the noninfective gingivitis had resolved. The reporter considered abdominal pain, arthralgia, arthritis, asthenia, crohn's disease, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, eye inflammation, fatigue, gastrointestinal disorder, gingival bleeding, menorrhagia, nausea, noninfective gingivitis, pelvic pain, systemic lupus erythematosus, thyroid disorder, toothache, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 181 lbs. On removal ,the essure devices were in their normal position bilaterally. The tubes, ovaries and uterus were normal. She did have an area of endometriosis along the left uterosacral ligament. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Ultrasound scan - on (B)(6) 2010: right and left essure coils are visualized. On (B)(6) 2015, three fragments of coiled gray metallic wire and white thread grossly consistent with e-sure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: excessive or frequent menstruation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events : abnormal bleeding (vaginal, menorrhagia), autoimmune disorder ¿ crohn¿s , dental problems: inflammation of gums, bleeding gums, , gastrointestinal or digestive system condition, nausea, pain, vaginal discharge, vision/eye problems ¿ eye inflammation, weight gain, other injuries ¿ tiredness and feel like no energy, arthritis, lupus, ,joints pain, teeth pain, pelvic endometriosis, thyroid issue were added..concomitant drugs ,historical condition were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), crohn's disease ("autoimmune disorder ¿ crohn¿s") and systemic lupus erythematosus ("lupus") in a 41-year-old female patient who had essure (batch no. 374117-inv , 674117-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included tension-free vaginal tape sling. Concurrent conditions included body mass index normal. Concomitant products included adalimumab (humira), budesonide (entocort), cyanocobalamin, infliximab (remicade), ketorolac tromethamine (toradol), loratadine (claritin) since 1997, mesalazine (pentasa), methylphenidate hydrochloride (concerta) since 2017, naltrexone since (B)(6)2015, thyroid (armour thyroid) since 2016 and vicodin (lortab). On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2010, the patient experienced fatigue ("fatigue"), nausea ("nausea") and weight increased ("weight gain"). In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycle/dysmenorrhea (cramping)"). On (B)(6)2010, 4 months 11 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"). In (B)(6)2013, the patient experienced noninfective gingivitis ("dental problems (inflammation of gums)") and gingival bleeding ("dental problems:bleeding gum"). On (B)(6)2013, the patient experienced crohn's disease (seriousness criterion medically significant). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition"), eye inflammation ("vision/eye problems ¿ eye inflammation"), asthenia ("feel like no energy"), arthritis ("arthritis"), endometriosis ("pelvic endometriosis"), thyroid disorder ("thyroid issue"), toothache ("teeth pain") and arthralgia ("joints-hands-wrist-knee"). The patient was treated with surgery (bilateral salpingectomy to remove essure device) and surgery (ablation). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, menorrhagia, systemic lupus erythematosus, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, vaginal haemorrhage, gingival bleeding, gastrointestinal disorder, dyspepsia, nausea, vaginal discharge, eye inflammation, weight increased, asthenia, arthritis, endometriosis, thyroid disorder and toothache outcome was unknown, the crohn's disease and arthralgia was resolving and the noninfective gingivitis had resolved. The reporter considered abdominal pain, arthralgia, arthritis, asthenia, crohn's disease, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, eye inflammation, fatigue, gastrointestinal disorder, gingival bleeding, menorrhagia, nausea, noninfective gingivitis, pelvic pain, systemic lupus erythematosus, thyroid disorder, toothache, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 181 lbs. On removal ,the essure devices were in their normal position bilaterally. The tubes, ovaries and uterus were normal. She did have an area of endometriosis along the left uterosacral ligament. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Ultrasound scan - on (B)(6)2010: right and left essure coils are visualized. On (B)(6)2015, three fragments of coiled gray metallic wire and white thread grossly consistent with e-sure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: excessive or frequent menstruation. Most recent follow-up information incorporated above includes: on 30-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), crohn's disease ("autoimmune disorder ¿ crohn¿s") and systemic lupus erythematosus ("lupus") in a 41-year-old female patient who had essure (batch no. 374117 , 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included tension-free vaginal tape sling. Concurrent conditions included body mass index normal. Concomitant products included adalimumab (humira), budesonide (entocort), cyanocobalamin, infliximab (remicade), ketorolac tromethamine (toradol), loratadine (claritin) since 1997, mesalazine (pentasa), methylphenidate hydrochloride (concerta) since 2017, naltrexone since (B)(6) 2015, thyroid (armour thyroid) since 2016 and vicodin (lortab). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"), nausea ("nausea") and weight increased ("weight gain"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycle/dysmenorrhea (cramping)"). On (B)(6) 2010, 4 months 11 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced noninfective gingivitis ("dental problems (inflamation of gums)") and gingival bleeding ("dental problems:bleeding gum"). On (B)(6) 2013, the patient experienced crohn's disease (seriousness criterion medically significant). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition"), eye inflammation ("vision/eye problems ¿ eye inflammation"), asthenia ("feel like no energy"), arthritis ("arthritis"), endometriosis ("pelvic endometriosis"), thyroid disorder ("thyroid issue"), toothache ("teeth pain") and arthralgia ("joints-hands-wrist-knee"). The patient was treated with surgery (bilateral salpingectomy to remove essure device) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, systemic lupus erythematosus, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, vaginal haemorrhage, gingival bleeding, gastrointestinal disorder, dyspepsia, nausea, vaginal discharge, eye inflammation, weight increased, asthenia, arthritis, endometriosis, thyroid disorder and toothache outcome was unknown, the crohn's disease and arthralgia was resolving and the noninfective gingivitis had resolved. The reporter considered abdominal pain, arthralgia, arthritis, asthenia, crohn's disease, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, eye inflammation, fatigue, gastrointestinal disorder, gingival bleeding, menorrhagia, nausea, noninfective gingivitis, pelvic pain, systemic lupus erythematosus, thyroid disorder, toothache, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 181 lbs. On removal ,the essure devices were in their normal position bilaterally. The tubes, ovaries and uterus were normal. She did have an area of endometriosis along the left uterosacral ligament. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Ultrasound scan - on (B)(6) 2010: right and left essure coils are visualized. On (B)(6) 2015, three fragments of coiled gray metallic wire and white thread grossly consistent with e-sure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: excessive or frequent menstruation. Most recent follow-up information incorporated above includes: on 26-jul-2018: pfs received. Concomitant drugs were added. Lot number updated. Events patient did not undergo essure confirmation test added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), crohn's disease ("autoimmune disorder ¿ crohn¿s") and systemic lupus erythematosus ("lupus") in a 41-year-old female patient who had essure (batch no. 374117-inv , 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included tension-free vaginal tape sling, spontaneous abortion, cesarean section on (B)(6) 2008 and miscarriage on (B)(6) 2009. *on (B)(6) 2015, three fragments of coiled gray metallic wire and white thread grossly consistent with e-sure device. Previously administered products included for an unreported indication: pentasa on (B)(6) 2014, entocort on (B)(6) 2014, lortab on (B)(6) 2009 and imuran. Concurrent conditions included body mass index normal. Concomitant products included adalimumab (humira), budesonide (entocort), cyanocobalamin, hydrocodone bitartrate;paracetamol (lortab), infliximab (remicade), ketorolac tromethamine (toradol), loratadine (claritin) since 1997, mesalazine (pentasa), methylphenidate hydrochloride (concerta) since 2017, naltrexone since (B)(6) 2015 and thyroid (armour thyroid) since 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue / tiredness") and nausea ("nausea"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), 4 months 11 days after insertion of essure. In (B)(6) 2010, the patient experienced crohn's disease (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced noninfective gingivitis ("dental problems (inflamation of gums)") and gingival bleeding ("dental problems:bleeding gum"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition"), eye inflammation ("vision/eye problems ¿ eye inflammation"), asthenia ("feel like no energy"), arthritis ("arthritis"), endometriosis ("pelvic endometriosis"), thyroid disorder ("thyroid issue"), toothache ("teeth pain") and arthralgia ("joints-hands-wrist-knee"). The patient was treated with surgery (ablation on (B)(6) 2010 and bilateral salpingectomy to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, systemic lupus erythematosus, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, vaginal haemorrhage, gingival bleeding, gastrointestinal disorder, dyspepsia, nausea, vaginal discharge, eye inflammation, weight increased, asthenia, arthritis, endometriosis and thyroid disorder outcome was unknown, the crohn's disease and arthralgia was resolving and the noninfective gingivitis and toothache had resolved. The reporter considered abdominal pain, arthralgia, arthritis, asthenia, crohn's disease, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, eye inflammation, fatigue, gastrointestinal disorder, gingival bleeding, menorrhagia, nausea, noninfective gingivitis, pelvic pain, systemic lupus erythematosus, thyroid disorder, toothache, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 181 lbs. On removal ,the essure devices were in their normal position bilaterally. The tubes, ovaries and uterus were normal. She did have an area of endometriosis along the left uterosacral ligament. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Ultrasound scan - on (B)(6) 2010: results: right and left essure coils are visualized.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: excessive or frequent menstruation. Batch number 374117 is invalid lot number: 674117 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2018: pfs received - outcome for the event "teeth pain" was added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), crohn's disease ("autoimmune disorder ¿ crohn¿s") and systemic lupus erythematosus ("lupus") in a 41-year-old female patient who had essure (batch no. 374117-inv , 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included tension-free vaginal tape sling. Concurrent conditions included body mass index normal. Concomitant products included adalimumab (humira), budesonide (entocort), cyanocobalamin, infliximab (remicade), ketorolac tromethamine (toradol), loratadine (claritin) since 1997, mesalazine (pentasa), methylphenidate hydrochloride (concerta) since 2017, naltrexone since (B)(6) 2015, thyroid (armour thyroid) since 2016 and vicodin (lortab). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"), nausea ("nausea") and weight increased ("weight gain"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycle/dysmenorrhea (cramping)"). On (B)(6) 2010, 4 months 11 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced noninfective gingivitis ("dental problems (inflammation of gums)") and gingival bleeding ("dental problems:bleeding gum"). On (B)(6) 2013, the patient experienced crohn's disease (seriousness criterion medically significant). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition"), eye inflammation ("vision/eye problems ¿ eye inflammation"), asthenia ("feel like no energy"), arthritis ("arthritis"), endometriosis ("pelvic endometriosis"), thyroid disorder ("thyroid issue"), toothache ("teeth pain") and arthralgia ("joints-hands-wrist-knee"). The patient was treated with surgery (bilateral salpingectomy to remove essure device) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, systemic lupus erythematosus, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, vaginal haemorrhage, gingival bleeding, gastrointestinal disorder, dyspepsia, nausea, vaginal discharge, eye inflammation, weight increased, asthenia, arthritis, endometriosis, thyroid disorder and toothache outcome was unknown, the crohn's disease and arthralgia was resolving and the noninfective gingivitis had resolved. The reporter considered abdominal pain, arthralgia, arthritis, asthenia, crohn's disease, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, eye inflammation, fatigue, gastrointestinal disorder, gingival bleeding, menorrhagia, nausea, noninfective gingivitis, pelvic pain, systemic lupus erythematosus, thyroid disorder, toothache, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 181 lbs. On removal ,the essure devices were in their normal position bilaterally. The tubes, ovaries and uterus were normal. She did have an area of endometriosis along the left uterosacral ligament. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Ultrasound scan - on (B)(6) 2010: right and left essure coils are visualized. On (B)(6) 2015, three fragments of coiled gray metallic wire and white thread grossly consistent with e-sure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: excessive or frequent menstruation. Batch number 374117 is invalid. Lot number: 674117, manufacture date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (bilateral salpingectomy to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, fatigue and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.